Event description:
Pt was implanted with spinal instrumentation on 04/24/92. Explantation was performed on 05/01/92. A loose screw was identified and removed. The tip of the right l3 screw was protruding through the pedicle and impinging on the l3 nerve root. The rod was cut and the right l3 screw was removed. The left l3 screw protruded about 2-3 mm medially through the pedicle and was removed.